Manufacturer narrative:
The insulin pump was received with button error alarm and had intermittent buttons response due to corroded keypad traces. The pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of a button error on his insulin pump. The customer's blood glucose level was 104-105 mg/dl. The customer stated that he was walking and he slipped and fell down and hit his chin. The insulin pump was in his shirt pocket and was not dropped, about 5-7 minutes later, the pump alarmed button error. The customer could not recall any significant event leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.